Manufacturer narrative:
Corrected information: b3: as the date of the suspected type I endoleak and the aneurysm enlargement is unknown, the reintervention date (B)(6) 2019 will be used as an event date.

Event description:
On an unknown date, a follow up imaging showed a suspected proximal type I endoleak. Additionally, the aneurysm enlargement was observed (amount unknown).

Manufacturer narrative:
According to the gore® tag® thoracic endoprosthesis instructions for use, complications associated with the use of the gore® tag® thoracic endoprosthesis may include but are not limited to endoleak , aortic expansion (e.g., aneurysm) and reoperation.

Manufacturer narrative:
(B)(4). Further information was requested but was not available. According to the gore® tag® thoracic endoprosthesis instructions for use, complications associated with the use of the gore® tag® thoracic endoprosthesis may include but are not limited to endoleak and reoperation.

Event description:
On (B)(6) 2013, the patient underwent endovascular repair of a thoracic aortic dissection using a gore® tag® thoracic endoprosthesis. The patient tolerated the procedure. On an unknown date, a follow up imaging showed a suspected proximal type I endoleak. On (B)(6) 2019, an additional procedure was performed to treat the suspected type I endoleak. The preoperative imaging did not identified the proximal type I endoleak. A conformable gore® tag® thoracic endoprosthesis was implanted proximally. The patient tolerated the procedure.